Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-apr-2026, it was reported by a sales representative via phone that a qty. 2 of ar-1288btbib-fc3 btb ib tightrope with flipcutter iii drill kits had an issue with the flipcutter, the tip of the flipcutter broke in the joint. This was discovered during an acl procedure with no patient harm. All fragments were retrieved and the case was completed with another ar-1288btbib-fc3 of a different lot number with a 5 minute delay experienced.